Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the date on the implantable cardiac monitor (icm) was not updating. It was further reported that data collection was off. The icm remains in use. No patient complications have been reported as a result of this event.